Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient contact called in regarding supply bag lines being blocked and reported having fluid leak on a previous therapy. The patient contact reported the fluid leak was discovered after treatment when they removed the cassette. The patient contact stated the cassette had come apart at the bottom. The cassette was discarded. The patient did not have an adverse event associated with this leak.

Manufacturer narrative:
No remedial action taken. Additional information: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.